Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the CT scan on the surgeon's laptop, running a digital intercommunication of medicine (dicom) viewer had minimal scatter due to a patient's neurostimulator, but when loaded on the guidance system, it showed so much scatter that it was inoperable on three levels. There was troubleshooting present. After receiving photos of the original claim, the scans showed missing slices and not scatter coming from the neurostimulator. However, the missing slices were around the leads of the neurostimulator unit which made it appear that the device was the culprit for the missing slices. While it was not confirmed that the neurostimulator until was the source of the missing slices, slices are usually missing due to the site not following the imaging protocol. Missing slices may occur if the site adjusts the thickness or spacing of a scan around lesser areas of interest to minimize radiation on a patient. In this case, the site may have adjusted the scan settings around the neurostimulator since that area would not required as great of details in the scan. When the guidance system reads varying thickness/spacing in a scan, it will skip loading that slice which may appear that the slice is missing. There was no impact to patient's outcome and surgical delay was reported as less than one-hour. Additional information received from a manufacturer representative indicated that all levels that were able to be registered were completed using robotic guidance and levels that could not be registered were completed freehand.

Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report#: 3005075696-12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378, software version: 5.0.1. H3, h6) a software analysis was performed for this event. In summary, a software issue was identified. It was determined this issue was a scenario where a digital intercommunication of medicine (dicom) file with the patient's CT scan had several missing slices. These missing slices interfere, and the CT scan uploaded in the system had black gaps between vertebrae in the areas where the hardware of the neurostimulator was positioned. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.